Event description:
Pump (B)(4) took 10 minutes or more to prime. Spontaneous. No adverse event reported by patient. No other information available. Is the actual device is available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Dose or amount: 7ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.